Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp (healthcare professional) called the company technical services to find out how to fix t-wave oversensing (twos) of the right ventricular (rv) lead. It was noted that some non-sustained ventricular tachycardia episodes that were detected showed twos. Reprogramming options were given to the hcp. The rv lead remains in use. No patient complications have been reported as a result of this event.